Manufacturer narrative:
(B)(4).

Event description:
During pacemaker implant, there were high impedance values on the rv lead. A fracture was observed near the middle of the lead, and therefore the lead was explanted and replaced.

Manufacturer narrative:
Evaluation summary: upon analysis, visual inspection of the lead found damage at the middle region of the lead. Coils were bent and insulations were cut in this location consistent with those damages occurring at the time of attempted implant. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts which could have contribute to the complaints reported in the field.